Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial#: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was having numbness in the leg and it was unknown if it was device related. It was also noted that the patient had back trouble and a white lump was pointing out of the back where the leads are located.

Manufacturer narrative:
Additional information was received that the bumped felt on the patients skin was the clik anchor as per physicians believed. The patient underwent a revision procedure wherein the clik anchor and ipg were replaced due to medical necessity. No device malfunction suspected. The patient was doing well. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having numbness in the leg and it was unknown if it was device related. It was also noted that the patient had back trouble and a white lump was pointing out of the back where the leads are located.